Event description:
It was reported that the patient presented in the operating room for an implant procedure. During the procedure it was noted that the pacing impedance of the right ventricular lead was high. It was further noted that the guidewire could not be inserted into the lead completely. The lead was not used and replaced. No adverse consequences to the patient were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
New information available on (B)(6) 2018 states that, there was no issue of guidewire not being inserted into the lead completely.

Event description:
New information available on (B)(6) 2018 states that, there was no issue of guidewire not being inserted into the lead completely.